Event description:
The customer experienced high bg levels (greater than 500 mg/dl) while wearing this pod. When activating the device, she stated that it was "hard to fill" with insulin and the "insulin shot back out at her." The pod will be returned for evaluation.

Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction. The customer stated that it was hard to fill the pod with insulin, which is indicative of a probable problem with the retainer that allowed a component to move, resulting in internal damage to the device. This damage would have prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is resistance felt when filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though no "crackling" noise was noted in this report). The omnipod user guide states: "warning: never use a pod, if during fill, you detect any crackling noise or resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." Despite this warning, the user proceeded to place the device. Although it cannot be confirmed through evaluation, it is assumed that a device failure had directly contributed to the customer's high bg levels based on the symptoms provided in the report. Lot qualification test results for this pod lot revealed zero failures associated with the assumed failure mode of the subject device. The lot passed the acceptance criteria. (B)(4).